Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08421. It was reported during a previous lead revision (reference MFR report#1627487-2015-26280) the physician was unable to implant the leads due to excessive scar tissue. As a result, the case was abandoned

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).